Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited an alert for a long charge time. Programming changes were performed and a device replacement procedure was considered for a later date. The patient was in stable condition.